Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. Additional information was requested, and the following was obtained: what was original intended procedure? R/ colorectal resection. What was diagnosis? R\ cancer. What is meant by ¿rebound blow¿? R/ I mean ¿rebound¿, when you fire the stapler in the right position and you have feedback, is like double click of the fire. Did the patient receive any preoperative chemotherapy or radiation? R/yes. Were there any issues experienced with the device in the initial surgical procedure? R/not. What healthcare professional fired the device and what is his/her experience with the device? R/ nop, the resident fire the stapler, because of the position during surgery. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? R/ yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? R/ yes. Under recovery was the device difficult to close? R/ nop. Was the device difficult to fire? R/ nop. Did the healthcare professional receive audible & tactile feedback when firing the device? R/ he said yes, but the resident does not have experience enough using the instrument. Were the donuts inspected? If so, please describe. R/ yes, it was incomplete. Was a complete transection of the white breakaway washer visually confirmed? Yes, were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. R/ the donut was incomplete. What is the status of the patient? R/ the patient exit the hospital and is under recovery.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # u5ex2p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5ex2p, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was original intended procedure? What was diagnosis? What is meant by ¿rebound blow¿? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon surgery occurred a failure of stapler. The user reported that he felt a rebound blow when shooting, when doing the leak tests effectively, the anastomosis was not completed successfully and the patient had to be submitted to a colectomy, as the tissue according to the doctor was not the best, as well as the patient's conditions. The patient is hospitalized as regular for the procedure. It has no major secondary effects.